Event description:
The company was notified of a size 19mm valve explanted after approximately 7 years, reportedly due to prosthetic stenosis and incompetence. On the field experience report form, it is reported that the surgeon determined the device contributed to the event. No clinical history for the patient is available at this time.

Manufacturer narrative:
Device evaluated by manufacturer. The device has been received for evaluation; an evaluation summary was not available at the time of this report. The company is attempting to obtain clinical information on the patient to aid in the investigation.